Event description:
Reportedly, abnormal atrial and ventricular lead impedance measurements (values above 3000 ohms or empty parts of the curve from (B)(6) 2019 to the end of (B)(6) 2019) and abnormal p-wave amplitude (values above 50000 mv) were observed. No anomaly was observed during atrial and ventricular lead tests, and there is no indication of a potential atrial or ventricular lead issue.

Manufacturer narrative:
Expertise files analysis revealed that the aberrant data displayed resulted from a rare communication error not detected by the programmer that occurred during device interrogation. There was no data corruption in the implant memory.

Event description:
Reportedly, abnormal atrial and ventricular lead impedance measurements (values above 3000 ohms or empty parts of the curve from (B)(6) 2019) and abnormal p-wave amplitude (values above 50000 mv) were observed. No anomaly was observed during atrial and ventricular lead tests, and there is no indication of a potential atrial or ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, abnormal atrial and ventricular lead impedance measurements (values above 3000 ohms or empty parts of the curve from (B)(6) 2019 to the end of (B)(6) 2019) and abnormal p-wave amplitude (values above 50000 mv) were observed. No anomaly was observed during atrial and ventricular lead tests, and there is no indication of a potential atrial or ventricular lead issue.